Event description:
Additional information received. Any adverse event or serious injury reported to patient or healthcare professional if yes, please provide the details. No injury to rns or patient. Material: 306546. Batch#: 4115206. It was reported by the customer that the seal disconnects from the plunger when the plunger is drawn. The seal screws onto the plunger & it seems that the vacuum created upon drawing the plunger overwhelms the seal threads. Verbatim: rcc received a complaint via email. I¿ve had multiple reports of faulty bd 306546 (.9% sodium chloride injection, usp). In each incident, the seal disconnects from the plunger when the plunger is drawn. The seal screws onto the plunger & it seems that the vacuum created upon drawing the plunger overwhelms the seal threads. Item # 306546. Lot # 4115206. What do I need to file a formal investigation?

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the seal disconnects from the plunger when the plunger is drawn. To aid in the investigation, one empty sample with no packaging flow wrap and two photos were provided for evaluation by our quality team. A visual inspection was performed to the physical sample and no defects or imperfections were observed. The two photos provided show two syringes. The plunger rods have been pulled all the way up to the syringe barrel retaining ring and are disassembled from the rubber stoppers. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. The syringe is designed to push the plunger rod down to expel the saline solution; it is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306546, lot 4115206. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 306546, batch#: 4115206. It was reported by the customer that the seal disconnects from the plunger when the plunger is drawn. The seal screws onto the plunger & it seems that the vacuum created upon drawing the plunger overwhelms the seal threads. Verbatim: rcc received a complaint via email. Email(s) attached. I¿ve had multiple reports of faulty bd 306546 (.9% sodium chloride injection, usp). In each incident, the seal disconnects from the plunger when the plunger is drawn. The seal screws onto the plunger & it seems that the vacuum created upon drawing the plunger overwhelms the seal threads. Item # 306546, lot # 4115206. What do I need to file a formal investigation?